Manufacturer narrative:
Citation: al kindi a.h. Et al. Early stenosis of stentless aortic valve prosthesis: a word of caution. Ann thorac surg. 2012;94:983¿5. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature of a (B)(6) year-old female patient with severe aortic stenosis with significant gradients who underwent implant of a medtronic 23-mm 3f stentless bioprosthetic valve (serial number not provided). There were no complications and intraoperative transesophageal echocardiography revealed adequate function of the prosthesis. Four days post-operative the patient experienced heparin induced thrombocytopenia and deep vein thrombosis of the right upper limb. The complications were treated medicinally and the patient discharged on therapeutic doses of warfarin. At five months post-operative, a transthoracic echocardiogram revealed significant transprosthetic valve gradients with a decreased effective orifice. The noncoronary and right coronary leaflets demonstrated reduced mobility without signs of infection or calcification. After 3 months of medical therapy, the patient remained symptomatic. A repeat transthoracic echocardiogram demonstrated persistent severe aortic valve stenosis with restricted leaflet movement. In a redo aortic valve replacement procedure, exploration revealed extensive pannus formation around the valve sewing ring. Under the annulus there was a single fibrous band spanning across the left ventricular outflow tract (lvot) from the interventricular septum to the free wall of the left ventricle which created a lvot obstruction with severe stenosis of the subvalvular app aratus. The leaflets were freely mobile when the heart was arrested in the operating room; however, during systole the base maintained restrictive, limiting the leaflets from fully opening. This unusual finding was the cause of the restricted leaflet movements ob served on transthoracic echocardiogram. The prosthetic valve was removed and replaced with a stented biologic valve. An intraoperative transesophageal echocardiography demonstrated a functioning valve with minimal gradients. A 1-year follow-up demonstrated a functioning valve with no evidence of stenosis, and normal transvalvular gradients. Pathologic examination of the explanted valve revealed extensive annular fibrotic tissue with evidence of nonspecific chronic inflammation. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.